Event description:
Per the clinic, the patient experienced skin overgrowth, irritation and redness on the abutment site (specific date not reported) and subsequently, was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. The implanted device remains.